Event description:
It was reported that the m300 telemetry monitor discharges from the infinity central station (ics) without user interaction. There was no report of adverse patient impact.

Manufacturer narrative:
The m300+ log files were reviewed, and it was discovered they were consistent with a battery swap that exceeded 2 minutes. The m300+ instruction for use informs users that when the rechargeable battery is swapped, the m300+ retains clinical data and current alarm settings for approximately two minutes. A battery swap that exceeds the 2-minute time limit will result in a loss of clinical data and alarm settings. In conclusion the reported device behavior was consistent with the expected design and there was device malfunction.

Manufacturer narrative:
Draeger has started an investigation, a follow up report will be submitted upon completion.

Event description:
It was reported that the m300 telemetry monitor discharges from the infinity central station (ics) without user interaction. There was no report of adverse patient impact.